Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain this issue: all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling addresses the reported event(s) as follows: "precautions: juvéderm voluma® xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product."

Event description:
Healthcare professional reported that upon their second attempt to inject the patient, nearly a month later, with the same syringe of juvéderm voluma® xc, the "product would not come out of the syringe." The patient was initially injected with the same syringe about one month prior with no issues. Patient contact was made. No injury to patient, staff, or injector.